Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and was unable to reproduce the leak at probe a. Fse verified that the syringes were not loose and incidentally replaced the collar wash valve and vacuum pump as a precaution. A clear cause for the leak could not be determined. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that reagent probe a of a unicel dxc 800 pro synchron clinical system was dripping. The volume of the leak was reported as approximately 30ml and the leak was contained within the instrument. The customer was wearing proper personal protective equipment (ppe) consisting of goggles, gloves and a lab coat at the time of the event. No injury or exposure was reported. Level 3 qc was out of the laboratory range and no erroneous patient results were generated.